Event description:
It was reported that the catheter balloon was difficult to inflate. The shaft area near the balloon allegedly was inflated. The device was not used.

Manufacturer narrative:
The reported event was confirmed. A x-force balloon dilation catheter was received open without its original packaging. The catheter was visually inspected under 7-20x magnification and appeared to contain an outer shaft burst 7mm proximal to the balloon. An inflation device was used to attempt inflation but it failed due to the burst shaft. The minimum wall was measured and was found to meet minimum acceptance criteria 0.0060". According the supplier, the root cause was not able to be determined. A potential root cause could be due to "poor inflation lumen design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the lumen labeled with the rated burst pressure (xx atm) is for balloon inflation do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter balloon was difficult to inflate. The shaft area near the balloon allegedly was inflated. The device was not used.